Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the reload was opened from packaging and the scrub nurse noticed that the distal end suture holding the buttress material was broken off one end and not secure. This was replaced by another reload. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one tri-staple* 2.0 reinforced 60mm articulating extra thick reload. Visual inspection of the reload noted that one of the sutures was prematurely released. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of the staple cartridge cinch slots not being correctly tolerated. A product improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.